Event description:
It was reported that the patient is scheduled for a explant due to infection at the generator site. Patient underwent generator replacement on (B)(6) 2015 and acquired an infection following the surgery. Antibiotics were provided to patient and wound dehiscence was observed at the generator site. The device was explanted and a subcutaneous drain was placed on (B)(6) 2015.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both generator and lead prior to distribution.